Event description:
The amplatzer vascular plug ii migrated. No additional information was received by aga medical.

Manufacturer narrative:
The amplatzer vascular plug was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The cause of the migration could not be determined with the information received. Angiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.